Manufacturer narrative:
It was reported that a male patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac tamponade requiring surgical intervention and cerebrovascular accident. After internal review by a bwi representative on 1/21/2020, additional information was received indicating that cardiac tamponade is a known complication of the idvt procedure and the need for surgical intervention is a possibility. The stroke suffered by the patient was a cascading of harms, secondary to the need for interventions including use of extra corporeal membrane oxygenation (ECMO). Therefore, cerebrovascular accident reported in the h6 section of the initial report, should not be attributed to the product. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no manufacture record evaluation (mre) review could be performed. (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
It was reported that a male patient underwent an idiopathic ventricular tachycardia ablation procedure with thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac tamponade requiring surgical intervention and cerebrovascular accident. During the ablation phase, a cardiac tamponade was discovered as the patient¿s blood pressure dropped. Cardiac tamponade was confirmed by transthoracic echocardiogram. A pericardiocentesis was performed and 850cc of fluid was removed. In addition, a pericardial window was created to drain cardiac tamponade. Impella was inserted to support pressure and the patient was placed on extracorporeal membrane oxygenation. Surgery was then performed to repair perforation. However no perforations were observed. The patient¿s condition worsened, as the patient had a stroke post-surgery. Extended hospitalization was required. Physician¿s opinion on the cause of the event is that it is procedure and patient condition related. No transseptal puncture was performed. Ablation was performed prior to noticing the cardiac tamponade. There was no evidence of steam pop. Flow setting was at 2ml/min for mapping, 8ml/min below 30 watts and 15ml/min above 30w. Dashboard, vector and visitag force visualization features were used during the procedure. Visitag parameters were 3mm range, 3 second time, 3 gram and 25% for force over time, tag index color option. There were no error messages observed on biosense webster equipment during the procedure.